Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2015. The customer stated they passed out while they were at (B)(6). It was also found the customer could not recall if their threshold suspend feature was prompted. The customer's blood glucose was 40 mg/dl at the time of incident. The customer's blood glucose rose to 47 mg/dl at the time of admission. The customer believed their low blood glucose event was from overestimating their bolus. The customer reported eating a variety of foods at disney and did not cut their basal rates in half like normal. It was also found the customer exposed the insulin pump to a magnetic resonance imaging machine. Customer's current blood glucose was 160 mg/dl. The insulin pump will not be returned for analysis.